Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty with the right ventricular (rv) lead. Once the lead was placed, testing results were not acceptable to the physician. The lead helix was retracted and the lead was repositioned. Once in place the rv lead helix would not extend. The lead was then removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.